Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the customer had an 8100 which showed channel error 240.4150. Both pressure sensors were replaced but after replacement pump failed pressure rate and calibration. There was no reported patient involvement.

Manufacturer narrative:
Investigation conclusion: the reported issue of channel error 240.4150 could not be confirmed; no product or device logs were returned for investigation. The root cause was not determined. No further investigation of this event is possible at this time. Device history review: a review of the device history record showed the device had a manufacture date of 07/16/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer under tw complaint (B)(4) and sap (B)(4). H3 other text : device not received.

Event description:
It was reported that the customer had an 8100 which showed channel error 240.4150. Both pressure sensors were replaced but after replacement pump failed pressure rate and calibration. There was no reported patient involvement.